Event description:
Patient daughter stated, "my dad's device is alarming more than once a day, more like 5 times a day." Referred to md. Discussed patient alert tones in general. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).